Event description:
It was reported the lithotriptor ultrasonic did not deliver power properly. The issue occurred during set up/inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.